Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, on (B)(6) 2014 the patient experienced extrusion of the device. Subsequently the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, december 3, 2014.

Manufacturer narrative:
This report is filed january 19, 2015.